Event description:
Pt reported the cause was unknown. Steps taken were checking for dust in handheld device. Assessing the integrity of the wire and the prongs in wire. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# nld171436n implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said controller and implant were very slow to charge. Agent asked, patient said charging the implant took them an hour from 20% to full, when that usually took them 20 minutes. Patient then said charging the controller from 25% to full took them an hour also, when usually took about 35-40 mins. Agent reviewed those were in expected charging ranges. Patient said they now saw the word "batteries" on the left corner of the batteries screen and said they didn't notice that before - agent clarified that word was always there as part of the screen. Patient then said a couple times now, the controller said battery needs to be charged, but patient said they never saw that screen before and controller was full. Patient inspected ac power plug, recharger plug, controller port and battery compartment, but did not see any damage. Patient cleaned connections. Patient will monitor charging and call back if issue persists.